Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. We were unable to confirm prime alarm due to motor error alarm. The insulin pump passed unexpected restart error test, self-test, passed all operating currents tested with in the specification range, and passed off no power test. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing endcap sticker, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer reported that this alarm occurred four times during priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.